Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during the initial drain on the homechoice (hc) machine. During troubleshooting, it was found that the home patient (hp) had started therapy prior to connecting to the setup. The technical service representative (tsr) had the hp cycle power and end therapy. The tsr instructed the hp to start over with all new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, starting therapy prior to connecting to the setup is a known cause of this alarm. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed to connect to the patient line before starting therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.